Event description:
The patient received her ipg on (B)(6) 2010. It was reported the patient felt the stimulation turn off and on its own. She fully recharged her system, but felt it shut off by itself once again a couple days later. As a result, the patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.